Event description:
The customer was told by a healthcare provider that his meter was reading in mmo1/l. The customer did not adjust medication or allege any adverse events due to the mmo1/l readings. The customer was able to retest the meter to mg/dl with assistance. The meter will not be returned, but the customer is trading up to a contour meter.